Event description:
It was reported that the patient was using cloudy insulin and elevated blood glucose treated by pump on (B)(6) 2026.

Manufacturer narrative:
Name- medtronic minimed, street-18000 devonshire street, city- northridge web, state- ca, zip code- 91325, zip four- 1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.